Manufacturer narrative:
Mentor received the suspect medical device on 30-jul-2019 and completed the investigation on 14-aug-2019. Device evaluation summary: according to the information received, it was reported that the patient developed anisomastia. During evaluation of the sample it was observed to be intact. No anomalies were observed. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Mre review: a manufacturing record evaluation was performed for the finished device 7658583 number, and no non-conformance related to the reported complaint condition were identified. Manufacturer's reference: (B)(4).

Manufacturer narrative:
On mar 7 2022, additional information was received indicating the patient experienced device migration on the left side. Manufacturer's reference: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor discovered that the initially reported date of implant was incorrect. The correct date of implant is (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade 3, anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a 355cc mentor memorygel breast implant and experienced postoperative capsular contracture baker grade 3 in right breast, and loss of fold support in left breast. As a result, the patient underwent removal and replacement with mentor memorygel breast implant, catalog # 3503501bc, serial # (B)(4) (right) and serial # (B)(4) (left) on (B)(6) 2019. This report is for the left-sided implant, refer to manufacture report number: 1645337-2019-15634 for right-sided implant.